Event description:
The customer complained of questionable inr results for 2 patients from coagucheck xs meter serial number (B)(4) compared to the laboratory results. Of the data provided, there was a discrepant result for 1 patient. The result from the meter was 4.0 inr and the result from the laboratory was 2.9 inr. There was no allegation of an adverse event. The patient's coumadin dose was withheld. The patient's condition was "okay". The patient was not anemic, polycythemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The patient has had no changes in coumadin, no changes in diet, no illness, no new medications, no bleeding, and no bruising. The patient's therapeutic range was 2.0 - 3.0 inr. The qc was acceptable. The suspect product was requested to be returned for investigation. Retention test strips (lot 294943) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and affected by recall. The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.